Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Two samples vials and a tubing set were returned. The first vial contained red solution. Precipitates were visible in this vial. The second vial contained cloudy solution. Precipitates were also visible in this sample. The tubing contained solution and precipitates. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A european team, including members of the (B)(4) has been set up to investigate this issue. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a report from a customer in (B)(6) of an observance of precipitate which had formed in the predilution line while treating a patient on continuous veno-venous hemodialysis . The patient had 1 bag of accusol. When the precipitate was discovered, photos were taken and a sample of fluid taken from the predilution line, and both the predilution and post dilution line segments were kept. There was no patient/user/other persons injury reported.